Manufacturer narrative:
Corrosion damage to the press plug was noted. Corrosion damage can occur over time with repeated autoclave cycles.

Event description:
The stryker micro drill was sent for eval due to overheating during a procedure. Another drill was used to complete the procedure; no adverse event was associated with the device.